Event description:
Patient ventilation stopped during the night of (B)(6) 2022 due to secretions in the flow sensor.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was not confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No clear root cause of the issue could be determined as insufficient information was provided by the customer. Probable root causes may could be the wrong positioning, lack of suctioning or not using the recommended flexible tubes by the user. No patient harm was reported.